Manufacturer narrative:
RMA issued and computer was replaced. Medtronic investigation finds the computer to be fully functional with no problem found. Computer booted to log in screen during initial testing. All subsequent testing passed with no problems found. This device did not cause the reported event.

Event description:
A medtronic ent rep reported that the fusion system shutdown during navigation and displayed a message: kernel panic error. The surgeon opted to continue the case without the use of the fusion navigation sys.